Event description:
During evaluation of a returned homechoice (hc) device, the (B)(4) determined the hc machine system failed returned instrument test/evaluation testing due to a failure of the ground bond performance specifications indicating a high resistance value between the hc and ground bond on the power supply. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device failed the homechoice rite (return instrument test / evaluation) electrical ground bond test and failed rite functional test for an unrelated issue. The product analysis lab (pal) performed a ground bond test utilizing pal's four-wire multimeter and the device passed. The assignable cause for rite test failure - ground bond was undetermined. Review of the service dates and activities revealed the previous return of the device was not for the reported problems of a failed ground bond test. No issues were identified that may have contributed to the issues of failed ground bond test. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.